Event description:
It was reported that there was oversensing of the t-wave on the atrial lead. It was noted that the strips showed signs that the atrial lead may have been implanted or moved to a location near the valve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 implantable pulse generator implanted: (B)(6) 2013; 507652 implantable pacing lead implanted: (B)(6) 2013. (B)(4).